Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that customer experienced ongoing intermittent low blood glucose (bg) levels of 20-54 mg/dl, resulting in a fall and bruises on knees "from falling down". Low bg cause was not known. Customer required assistance from spouse who provided carbohydrates and glucose tablets consumed to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.